Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to bed with a low battery and did not charge the pump. Subsequently, the pump shutdown overnight. The customer's blood glucose (bg) level was reportedly "high". The customer connected the pump to charge. The pump turned on and the customer loaded new supplies to address bg levels.